Event description:
Hamilton medical ag received the following event description : ventilator kept alarming exhalation obstruction when placing on a patient. Ventilator was checked out and passed flow sensor and tightness check prior to. Removed ventilator from patient immediately, redid the tightness check and it passed but when placed on patient alarm persists. Switched out ventilator with no issues. Near miss.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation, a persistent "exhalation obstructed" alarm was observed on the ventilator. The ventilator had passed both the flow sensor and tightness checks prior to use. However, when connected to the patient, the alarm was triggered repeatedly. The ventilator was immediately removed, and a new tightness check was performed, which again passed. Despite this, the alarm persisted when the ventilator was reconnected to the patient. The device was then exchanged for another ventilator, after which no further issues were reported. No patient harm occurred, and the event did not cause or contribute to a death or serious injury to a patient. Log files confirmed that "exhalation obstructed" alarms were recorded on (B)(6) 2023 and (B)(6) 2023. The correction remains unknown, and no feedback was received. No technical findings were identified. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description : ventilator kept alarming exhalation obstruction when placing on a patient. Ventilator was checked out and passed flow sensor and tightness check prior to. Removed ventilator from patient immediately, redid the tightness check and it passed but when placed on patient alarm persists. Switched out ventilator with no issues...near miss.